Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts was implanted in right eye. On pod 1 it was confirmed to be a defective implant because there was no water coming out of the implant. Device was explanted and replaced with a new device.

Event description:
Healthcare professional reported a xen®45 gts was implanted in right eye. On pod 1 it was confirmed to be a defective implant because there was no water coming out of the implant. Device was explanted and replaced with a new device.

Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. No damage was observed. No atypical observations were made to the needle. A functionality test was performed. During the functionality test, smooth operation of the slider knob was observed, the slider knob was able to travel the entire distance, the needle moved in tandem with the slider knob in each of the three bevel selector positions, and smooth actuation was observed in each angle, which meets the expected results for a functionality test. A stent was not observed to deploy upon actuation. Therefore, it was determined that the stent was likely deployed prior to receipt and not returned within the injector. Due to this, no evaluation of the stent can be performed. Additional, changed, and/or corrected data: d9, h3, h6.